Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the device initially worked fine. Upon examining where the device had been used, slight bleeding was noticed. There was a "replace instrument" alert screen. No noise was reported. The case was completed with another device of the same product code. The slight bleeding was stopped with the second device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested with a generator. During functional testing on gen11 instrument error screen was displayed. The device was disassembled and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as tighten assembly¿ or ¿blade error detected¿ or "relax pressure in blade" followed by a ¿replace instrument¿ screen later in the procedure.